Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from march 2009 to june 2013. For this reason, the first day of the reported study period (01-mar-2009) was used as the occurrence date. It is unknown if a sapien or sapien xt valve was implanted. The PMA numbers are p110021 for sapien and p130009 for sapien xt. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the worsening pvl could not be confirmed based on the information provided by the authors. However, per the authors, prosthesis under expansion, under sizing, impingement of calcium nodules interfering with stent expansion, or incorrect positioning leading to incomplete apposition of the valve skirt to the aortic annulus may have been contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article ¿percutaneous paravalvular leak closure for balloon-expandable transcatheter aortic valve replacement: a comparison with surgical aortic valve replacement paravalvular leak closure¿, 10 patients underwent percutaneous paravalvular leak (pvl) closure for worsening pvl post-tavr procedure. Index tavr procedures were performed with a balloon-expandable prosthetic valve (edwards sapien or sapien xt) from march 2009 to june 2013 at one institute. All patients had symptomatic pvl (moderate or severe), and received treatment by closure with amplatzer occluder devices at a date after the index procedure. During the study period, one patient had worsening pvl from mild to moderate post tavr procedure. 384 days post tavr procedure, percutaneous pvl closure was unsuccessful due to an inability to advance the delivery sheath over the wire. The procedure was aborted after multiple attempts. The patient underwent a valve-in-valve procedure at 149 days after the index tavr procedure because of worsening pvl; however, the pvl remained significant and the patient remained symptomatic. Article reference: okuyama, kazuaki, et al. "Percutaneous paravalvular leak closure for balloon-expandable transcatheter aortic valve replacement: a comparison with surgical aortic valve replacement paravalvular leak closure." The journal of invasive cardiology 27.6 (2015): 284-290.

Manufacturer narrative:
Six manufacturer reports were submitted for this article. Please reference related manufacturer report numbers: 2015691-2019-00169, 2015691-2019-00164, 2015691-2019-00165, 2015691-2019-00166, 2015691-2019-00168.